Manufacturer narrative:
The devices subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during patient procedures two of their exacto cold snares broke while attempting to remove polyps. The procedures were completed successfully following short delays using different devices. No report of injury.